Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04485. The patient has 2 supra-orbital pns leads and 2 occipital pns leads. This issue is related to one of the supra-orbital leads, it is unknown which supra-orbital lead; therefore, both are being reported. It was reported one of the supra-orbital leads had eroded through the patient's skin. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which a portion of the lead was explanted.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04485. Additional information received identified the patient's partially implanted lead and the rest of the pns system was explanted. Reportedly, the lead incision wound on the patient's neck was not healing.